Manufacturer narrative:
Concomitant products: dtba1d1 crtd, implanted: (B)(6) 2013; 694765 lead, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was diagnosed with staphylococcus epidermidis endocarditis. It was also reported blood cultures were positive for staphylococcus epidermidis, and that vegetation was seen on the patient's mitral valve and possibly on a lead. The patient was started on antibiotics and the cardiac resynchronization therapy defibrillator (crt-d) system was explanted. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.